Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary (rca) artery. During preparation of a 2.25 x 16 synergy drug-eluting stent, resistance was encountered upon removing the protective cover of the device. Subsequently, upon attempting to insert the device via a guidewire, the stent got dislodged outside the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.